Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm, infusion set anomaly and air bubbles anomaly. Customer's blood glucose level was 350 mg/dl. Troubleshooting was performed. Customer advised they found small air bubbles inside of their reservoir. Customer advised their infusion set had a bent cannula. Customer was advised the air bubbles and bent cannula caused a higher than normal blood glucose level. The insulin pump will not be returned for analysis.